Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure, the faradrive steerable sheath clear was selected for use. The faradrive sheath was prepped as normal, and the dilator was used to gain access into the right atrium over a guidewire. The dilator was removed along with the guidewire and the versacross connect for the dilator and pigtail wire was inserted into the faradrive sheath. Radiofrequency energy was applied from a non-boston scientific generator and the sheath went transseptal into the left atrium (la). The guidewire and dilator were removed from the sheath and the non-boston scientific mapping catheter was then inserted into the faradrive sheath and into the la. Approximately 15 minutes of manipulating the mapping catheter and sheath in the la, it was first noticed that there was blood dripping through the hemostatic valve of the sheath. The patient blood pressure in the la was not noted outside normal ranges. The mapping catheter was then exchanged with the farawave catheter. The farawave catheter was in the la for approximately 50 minutes. There was no blood dripping back through the hemostatic valve. The farawave catheter was then exchanged with the mapping catheter, and backflow through the hemostatic valve was observed again. The procedure continued as normal from this point on with careful consideration of air entering the sheath. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
This report is being submitted for additional information in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure, the faradrive steerable sheath clear was selected for use. The faradrive sheath was prepped as normal, and the dilator was used to gain access into the right atrium over a guidewire. The dilator was removed along with the guidewire and the versacross connect for the dilator and pigtail wire was inserted into the faradrive sheath. Radiofrequency energy was applied from a non-boston scientific generator and the sheath went transseptal into the left atrium (la). The guidewire and dilator were removed from the sheath and the non-boston scientific mapping catheter was then inserted into the faradrive sheath and into the la. Approximately 15 minutes of manipulating the mapping catheter and sheath in the la, it was first noticed that there was blood dripping through the hemostatic valve of the sheath. The patient blood pressure in the la was not noted outside normal ranges. The mapping catheter was then exchanged with the farawave catheter. The farawave catheter was in the la for approximately 50 minutes. There was no blood dripping back through the hemostatic valve. The farawave catheter was then exchanged with the mapping catheter, and backflow through the hemostatic valve was observed again. The procedure continued as normal from this point on with careful consideration of air entering the sheath. The procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that debris was found after the sheath was removed from the body. There was no need to open a new sheath.

Event description:
It was reported that during a pulsed field ablation procedure, the faradrive steerable sheath clear was selected for use. The faradrive sheath was prepped as normal, and the dilator was used to gain access into the right atrium over a guidewire. The dilator was removed along with the guidewire and the versacross connect for the dilator and pigtail wire was inserted into the faradrive sheath. Radiofrequency energy was applied from a non-boston scientific generator and the sheath went transseptal into the left atrium (la). The guidewire and dilator were removed from the sheath and the non-boston scientific mapping catheter was then inserted into the faradrive sheath and into the la. Approximately 15 minutes of manipulating the mapping catheter and sheath in the la, it was first noticed that there was blood dripping through the hemostatic valve of the sheath. The patient blood pressure in the la was not noted outside normal ranges. The mapping catheter was then exchanged with the farawave catheter. The farawave catheter was in the la for approximately 50 minutes. There was no blood dripping back through the hemostatic valve. The farawave catheter was then exchanged with the mapping catheter, and backflow through the hemostatic valve was observed again. The procedure continued as normal from this point on with careful consideration of air entering the sheath. The procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that debris was found after the sheath was removed from the body. There was no need to open a new sheath. It was further reported that the debris appeared to be a piece of plastic that was attached to the inside of the distal opening of the sheath. It did not appear to be tissue nor a clot. The debris also could not easily be removed.

Manufacturer narrative:
This report is being submitted for additional information in section b5 describe event or problem and h6 device codes the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.